Event description:
It was reported that a novum iq large volume pump under-infused heparin during patient therapy in the neurosciences intensive care unit (nsicu). The pump was programmed with a dose of 18un/kg/hr (rate of 29.2ml/hr) and 450ml volume to be infused (vtbi). When the infusion was checked 1 hour and 18 minutes later the pump indicated a remining vtbi of 416ml and delivered volume of 34ml. The expected delivered volume was 37.96ml based on the programmed rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: an event history log review (ehlr) was performed, and it was noted that during infusion, an excessive amount (8) downstream occlusion (dso) errors alarmed. Dso alarms may indicate there are partial/borderline occlusion conditions, which would cause underinfusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified in the ehlr. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.